Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user announced a smaller-than-usual breakfast on the ilet system, after which blood glucose rose and remained high; corrective algorithm doses were delivered, insulin on board peaked at approximately 22 units, and the user was advised to change the steel 6 mm contact/detach infusion site and later replaced supplies, after which glucose trended downward. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued monitoring with follow-up calls until glucose trended toward range. Investigation included review of synced report logs, algorithm step review, and a blood glucose questionnaire. Investigation of this case revealed inappropriate meal announcement leading to underdosing, with no device or component malfunction identified, and infusion set replacement was performed as a troubleshooting measure. It was concluded, based on previously established findings for similar reports, that user error related to meal announcement was the most probable cause.